Event description:
Reportedly, during testing, the down arrow button and alarm silence button was found to be non-functional. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).